Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "status 56" on the monitor screen. No functions on the unit were in working order. The complainant indicated that there was no pt involvement in the reported failure.